Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
A report was received explaining that an infusion set was in use with a patient when the insulin pump alarmed, occlusion. The patient's blood glucose levels read 461 mg/dl. The patient was admitted to the hospital with diabetic ketoacidosis. An IV insulin drip was used to treat the patient. The reporter indicated that a system check determined the occlusion originated in the cannula of the insulin pump and was an insulin plug. The patient reported they would be switching their infusion site and cartridge to fix the issue. No report of permanent serious injury.